Manufacturer narrative:
It was reported that the pt had a history of lower back pain. In (B)(6) 2003, it was recommended that pt have fusion l4-5 thru l5-s1. Pt signed consent form for surgery in (B)(6) 2005, this consent was reported to have been altered to placement of two charite discs. Pt claims that she was unaware of the risks associated with artificial disc placement. In (B)(6) 2005, surgery took place and charite placed at l4-5 and l5-s1. It is reported that since placement, that pt has been in significant pain and that the implants have shifted position and are not aligned and protrude outside the vertebrae. Note: using two charite implants in one pt is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the info that is recommended in the instructions-for-use (IFU) supplied with each device. No definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or info provided with the device.

Event description:
Following the process of legal discovery, medical records were recently made available to depuy spine for review. The associated medical records for this pt were reviewed and it was determined that there was no corresponding complaint file. It appears that at the time of legal notification, this info was not reported to the regulatory compliance dept. As a result, a report is being opened now to document this event.